Manufacturer narrative:
Additional mdrs associated with this MDR: 3025141-2013-00168, 55-0004; 3025141-2013-00169, 55-0014; 3025141-2013-00170, 55-0005; 3025141-2013-00171, 70-0343; 3025141-2013-00173, (B)(4).

Event description:
The anchor pulled out of the bone requiring revision surgery to remove the acu-sinch system.